Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was an oring on the pneumatic tap. Customer changed the removed the oring and changed the cartridge to resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.